Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer treated with juice. The customer reported a failed battery test alarm from the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer did not receive the failed battery test alarm. The customer reported that the failed battery alarm was not cleared when the battery was first changed resulting in the insulin pump alarming every time the battery was changed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).